Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-product analysis: the device was returned and evaluated by product analysis on 07/06/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the keypad flex cable. Leak testing revealed a pump case leak. Moisture was observed behind the display lens. Unrelated to the complaint, the bolus button was intermittently responsive. The bolus cover was undamaged. No contamination was found on the bolus button contact. Moisture was observed within the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.